Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in back-up vvi mode. Device image was downloaded but it could not be transmitted to the st. Jude medical representative. It was suggested that device download could not be performed due to unexplained power on reset. Physician elected to attempt restoration anyways because physician believes that the patient does not need hv therapy. After device reloading, device showed warning message that excessive device current was detected. Device replacement was planned.

Event description:
New information received notes that the patient was doing fine post-procedure. The patient was discharged the same day. Patient was seen for a wound check and everything was functioning normally.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The device was in backup vvi mode due to unexplained power-on reset (por). A device download was performed in the field, and the device was not in backup vvi mode upon receipt in the laboratory. The cause of por could not be determined. The reported field event of high current was confirmed in the laboratory during bench testing and was traced to the hybrid.